Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic stack. No moisture damage was noted to the motor. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump was exposed to pool water. The blood glucose reading was 108 mg/dl. The insulin pump had not been dropped. Fluid was visible under the display. The customer stated she reinserted the battery but the insulin pump would not turn on. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.